Event description:
Customer reported that screen response had diminished, requiring frequent code re-entry to unlock. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional corrective actions or outcomes were documented.